Manufacturer narrative:
This MDR serves as a correction. The previously reported adjusted calibration values were incorrect. During device repair, the 30 psi occlusion calibration was adjusted from 349 to 289, after which the device successfully passed the occlusion test with a measured value of 29.97 psi, which is within specification. Reference to complaint#: (B)(4).

Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 15.10psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 289 to 349. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 15.10psi which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.